Event description:
On (B)(6) 2010, a monarc sling and a non-ams product were implanted in the plaintiff to treat her stress urinary incontinence and/or pelvic organ prolapse. It was alleged by the plaintiff's attorney that "as a result of the implant" the plaintiff "suffered from serious bodily injuries including, but not limited to, extreme pelvic pain, mesh erosion, and urinary problems." It was additionally alleged the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has and may undergo corrective surgery or surgeries" and other damages.

Manufacturer narrative:
Should additional inf become available regarding this event it will be re-evaluated and a follow-up report will be sent.